Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: one of the screws was broken just at the point where head meets shaft and the second screw was broken on approximately the fifth thread of the screw but the head was still attached. The manufacturing documentation was reviewed for each article number and lot numbers. No discrepancies were observed and the lots were manufactured according to specifications. The 24 millimeter screw (413.024s) was manufactured in november 2012, the 20 millimeter screw (413.020s) was manufactured in february 2011 and the plate was manufactured in april 2013. The complaint condition is likely the result of patient movement that may have resulted in damage to these screws or excessive force applied during their removal. A technique guide to deal with the removal of broken screws is available. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date post-operatively, it was discovered a patient had a non-union and signs of infection were observed. On (B)(6) 2014 the plate and screws were implanted to the patient with a distal tibia fracture. On (B)(6) 2014 the removal operation of the implants was performed. During the surgery, the screws at the proximal side were found to be broken. After the removal, external fixation was done. No surgical delay. This is report 2 of 4 for (B)(4).